Manufacturer narrative:
Bianchini, l., et al. (2025). Left atrial debulking with pulsed field ablation in persistent atrial fibrillation. Europace, 27 (suppl 1), euaf085.463. Doi.org/10.1093/europace/euaf085.463. B3 date of event: article publish date used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that anemia and hemolysis occurred. A study was completed to assess if the extension of left atrial ablation area beyond the pulmonary veins and left atrial posterior wall was associated with improved rhythm outcome in patients with persistent atrial fibrillation. One hundred eleven (111) patients were enrolled in the study. Fifty-one (51) patients underwent a pulse field ablation (pfa) procedure of the pulmonary veins and left atrial posterior wall using a farawave catheter and sixty (60) patients underwent an extensive pfa procedure of the left atrium using a farawave catheter. Of the 111 patients enrolled in the study, one (1) patient experienced severe anemia due to hemolysis. No further information on the status of the patient is available.

Event description:
It was reported via literature that anemia and hemolysis occurred. A study was completed to assess if the extension of left atrial ablation area beyond the pulmonary veins and left atrial posterior wall was associated with improved rhythm outcome in patients with persistent atrial fibrillation. One hundred eleven (111) patients were enrolled in the study. Fifty one (51) patients underwent a pulse field ablation (pfa) procedure of the pulmonary veins and left atrial posterior wall using a farawave catheter and sixty (60) patients underwent an extensive pfa procedure of the left atrium using a farawave catheter. Of the 111 patients enrolled in the study, one (1) patient experienced severe anemia due to hemolysis. No further information on the status of the patient is available.

Manufacturer narrative:
Bianchini, l., et al. (2025). Left atrial debulking with pulsed field ablation in persistent atrial fibrillation. Europace, 27 (suppl 1), euaf085.463. Doi.org/10.1093/europace/euaf085.463 b3 date of event: article publish date used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6) with all the available information, boston scientific (bsc) concludes: device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review the farawave catheter is intended to be used to treat paroxysmal atrial fibrillation (paf). During this procedure the farawave catheter was used to treat persistent atrial fibrillation which is considered off-label use of the device. The farawave catheter instructions for use (IFU) lists hemolysis as a known potential adverse event associated with the use of the device. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that a patient that underwent a pulse field ablation (pfa) procedure using a farawave catheter experienced severe anemia due to hemolysis. Anemia is commonly associated with hemolysis because destruction of red blood cells reduces circulating erythrocyte mass and hemoglobin levels. Hemolysis is considered a harm associated with the normal application of pfa energy. Hemolysis, with corresponding anemia, is a known potential adverse event associated with the use of the farawave catheter. Use of the farawave catheter for treating persistent atrial fibrillation is considered off-label use of the device.